Manufacturer narrative:
The lift has not been returned for evaluation, due to the dealer has it in quarantined. No further information about the incident has been obtained. The complaint could not be verified, and the underlying cause could not be determined. On page 44 of the user manual, part #1145810-d it states: "after any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely - otherwise, injury or damage may occur." Should additional information become available, a supplemental record will be filed.

Event description:
The patient was being transferred from a wheelchair to the bed using a 3-year-old rpl450-1 lift. The sales rep stated, he was told, that the nut fell off the lift where the scale attaches, and the patient fell. The patient fractured her t10 vertebrae, was taken to the hospital, was treated with pain medication, and sent back to the facility.